Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil was flexed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: 4469 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being prophylactically removed. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.